Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, DHR review, complaint history review), it appears that the fracture is most likely due to a surgical technique error resulting in the implant being excessively constrained. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent a joint arthroplasty on march 2025; subsequently on (B)(6) 2026, the patient reported pain and a clicking sensation when moving the finger, along with swelling and slight deviation. The patient underwent a revision surgery following breakage of the keriflex pip 2 implant. It was reported that the implant fractured at the hinge point. During the revision procedure, the implant was removed and replaced with a new keriflex pip 2 implant.